Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. A historical investigation of the involved product code and lot number revealed no anomalies in the manufacturing or shipping inspection records. Additionally, no similar events were found in the past complaint files. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported an elective percutaneous coronary intervention (pci) to left anterior descending artery (lad) #6-7, with the product used in the diagonal branch. After pre-dilating the main vessel and observing it with optical coherence tomography (oct), a contrast study revealed a perforation in the diagonal branch. Hemostasis was achieved with a balloon, followed by the replacement of the wire with asahi sion black, and the procedure continued. The event occurred intra-operatively. The perforation in the diagonal branch resulted in minor harm to the patient, who recovered after medical/surgical intervention was required to prevent injury.